Event description:
One of the rings was flat and not able to be manipulated by the md. Ring had patient contact but was removed and procedure was successfully able to be completed.no patient injury reported.